Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure in a pt who had had recent myocardial infarction, the stent was placed overlapping a previously deployed stent in the proximal circumflex. Immediately following, no flow was noted down the circumflex and eventually, the flow to the grafted left anterior descending artery was also affected. The pt experienced cardiac arrest, ventricular tachycardia, and ventricular fibrillation, which were treated with multiple defibrillations, intubation, and insertion of an intraortic balloon pump. The vessel was ballooned, the pt was successfully resuscitated, and the procedure completed with good angiographic results. Reportedly, the device was prepped, contrary to instructions for use, and safety and effectiveness of this stent has not been established for a pt. With a recent myocardial infarction.